Event description:
Patient with implanted heartware left (lvad), with history of being off aspirin therapy, and having lower inr goal (1.5-2.2) due to recurrent gastrointestinal (gi) bleeding, was admitted due to an ischemic stroke involving the right superior parietal lobe and left occipital lobe in the setting of inr 2.2. Patient demonstrated worsening aphasia and decline in overall functional status for a period of 2-3 weeks before patient and family expressed desire to stop anticoagulation attempts due to gi bleed history, and to enter hospice. Patient expired at home, and lvad therapy was discontinued at that time.